Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: during testing, the pump display screen was found to be dim and discolored with a reddish hue.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the display screen as dim/fading/discolored. The reporter indicated that the display was still able to be read safely. The reporter indicated that the issue was not resolved by changing the pump contrast setting and confirmed that there was no noted moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.